Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 4-june-2024, it was reported that the patient faced five kinked cannula events. The event occurred after three hours of insertion. The infusion set was inserted in abdomen. Blood glucose levels during the event were over 600mg/dl unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .